Event description:
The hospital claimed the neuron arrived damaged. The tip was broken.

Manufacturer narrative:
Device investigation: results: the middle shaft has a kink 47 cm from the distal tip. The distal tip shows a slight ovalization between 0 and 4 cm from the tip. A 0.070" mandrel was introduced into the hub and advanced distally. Motion of the mandrel inside the catheter was smooth until the tip reached 47 cm from the distal tip where the mandrel stopped at the kink. The catheter is non functional. The distal tip of the catheter was introduced into the carrier tube that returned with the catheter. The catheter tip was out of round and could not be introduced into the carrier tube. The damage seen is not consistent with the reported issue. The hospital claimed that the neuron tip was broken however, there were no breaks observed in the catheter. The kink in the mid-shaft is wider than the ovalization in the tip. Since the tip could not be re-introduced into the carrier tube both the tip ovalization and the mid-shaft kink must have occurred after the catheter was removed from its packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.